Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Information received by medtronic the user reported inaccurate sensor readings that triggered a threshold suspend. Insulin delivery was suspended due to sensor values. Sensor glucose value that triggered suspend on low or suspend before low event was below 80 mg/dl. Low limit in sensor settings was below 80 mg/dl. The blood glucose value associated with the triggered suspend event 114 mg/dl. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. No harm requiring medical intervention was reported. The sensor will not be returned for analysis.

Manufacturer narrative:
Inspected one opened or used sensor and performed continuity resistance test and sensor failed test. Found cannula bent unable to confirm customer received sensor in said condition due to customer returned opened or used.